Manufacturer narrative:
Section g3 - there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was a power module battery with a shelf life of 01april2026 that was bad. A replacement was requested.

Manufacturer narrative:
A1-a4: there was no patient involved manufacturer's investigation conclusion: the reported event of a bad power module battery was not confirmed. The power module sealed lead acid battery (serial number: (B)(6)) was returned for analysis. The battery returned fully charged and was able to operate as intended when connected to a power module. Multiple good faith efforts were sent to retrieve additional information regarding the reported event; however, no response was received. The root cause was unable to be conclusively determined through analysis. The 12v sealed lead acid battery (serial number: (B)(6)) was inspected and accepted into the receiving inspection storage location on 05jun2023 and passed all manufacturing testing prior to being initially shipped outbound on 12apr2024 via outbound delivery. The heartmate power module instructions for use (IFU) (rev. B, section 2.1 ¿connecting the internal backup battery¿) instructs users on how to properly connect the backup battery to the power module. The battery clip should ¿snap¿ into place on the battery and the connection points should be clean. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. No further information was provided. The manufacturer is closing the file on this event.